Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: unconfirmed: bd was not able to duplicate, or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that the safety mechanism on the needle sftygld 25x5/8 rb failed to engage, and resulted in a dirty needle stick to the health professional's finger. The following information was provided by the initial reporter, "staff member gave subcutaneous injection. Attempted to slide thumb to engage safety mechanism. Mechanism did not engage. Finger slipped and needle punctured skin of employee."